Manufacturer narrative:
Correction: checked h2 device evaluation and yes for h3.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that shock delivered for ventricular fibrillation (vf) episode was not recorded on the egm. No intervention was performed, and device is being monitored. Patient condition was unknown.

Manufacturer narrative:
The reported event of missing shock egm was confirmed. Based on the information provided, it was determined there was an ongoing segm with a high trigger priority, resulting in the incoming segm trigger being ignored. Thus, a new segm was not triggered and the hv event was not captured.